Manufacturer narrative:
Evaluation summary: the operative notes indicate the pt had ":full extension and flexion, excellent stability." The knee was held in full extension while the cement cured and excess cement was removed. The operative notes returned for review do not indicate root cause. Revision operative notes were not returned for review. No devised of photos were provided, therefore, the condition of the components is unk. Radiographs were not provided, therefore, it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The complaint cannot be confirmed. Based on available info, a definitive root cause cannot be ascertained at this time. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.

Event description:
It is reported that the pt was revised for unk reasons.